Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013 - subject patient underwent primary open midline umbilical hernia repair, during which a bard/davol ventralex hernia patch was placed in underlay fashion on the intra-peritoneal region using mechanical sutures. Fascia was completely closed with sutures and full closure was achieved with staples. The patient was discharged to home on (B)(6) 2013. On (B)(6) 2014 - subject patient was diagnosed with hernia recurrence. On (B)(6) 2014 - subject patient underwent open midline umbilical recurrence hernia repair procedure for mesh removal and a bard/davol ventrio mesh was placed in underlay fashion. Fascia closure was completely closed using suture and full skin closure was also achieved. The patient was discharged to home on (B)(6) 2014. This ae is clinically assessed to be possibly related to the study device and possibly related to the procedure. This has been assessed as a non-serious adverse event of moderate severity and has resolved.

Manufacturer narrative:
As reported, post-implant of bard/davol ventralex, the patient had hernia recurrence and underwent surgical intervention for mesh removal. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device, however, based on the information provided, no conclusions can be made. The reported adverse event of recurrence hernia is a known inherent risk of the surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication.